Event description:
The pt has been feeling ill for several days. Alleges that blood glucose has been reading in her normal range on suspect device. Tested on suspect device and blood glucose was 87 mg/dl. Tested on another device and blood glucose was 423 mg/dl. Went to hospital and was given insulin IV. Does not know what specific blood glucose results were at hospital.